Event description:
The pt's mother reported that her daughter had to go to the hospital and was "getting close" to diabetic ketoacidosis. She was treated with an IV.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm if any malfunction or defect occurred that may have caused or contributed to pt's hyperglycemia and ER visit. No product lot number was reported therefore no qualification records could be reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."